Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that following a check of sng, they had difficulty removing the guide, despite the 10 ml of water injected upstream. The guide cap remained in their hand and the guide in the probe. So they re-passed 100ml of water and asked a colleague to hold the sng while they pulled the guide with pliers. The guide was difficult to remove (feeling of resistance). The cardinal health representative informed the customer that it was necessary to follow the instructions for use which specifies, well before insertion into the nose of the patient, that it is necessary to inject 10 ml of water into the channel of the probe which contains the guide and also moisten the probe and then inject 10 ml of water before removing the probe guide. There was no consequence for the patient, it is fine, that the probe was not left in place, it was replaced by a probe from a 3rd party.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No physical samples nor photographs were received for evaluation therefore a possible root cause cannot be determined. The condition can be caused by not activating the hydromer making it difficult to remove the stylet from the feeding tube. The most likely root cause is indicative of a failure of the hydromer to activate during use making it difficult to remove the stylet from the feeding tube. The IFU instructions for the insertion of the feed tube and extraction of the stylet recommend using a syringe, to inject approximately 10 cc of water into the tube to activate the hydromer coating. A corrective/preventative action plan is not required since the reported condition has not been identified as manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria.